Event description:
Information was received from a representative indicating that a system was removed due to infection. Drug information was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).